Event description:
Reportable based on device analysis completed on 21-apr-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with mid stent struts lifted and pulled distally in all directions. The undamaged crimped stent od (outer diameter) was measured by snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no issues. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.